Event description:
It was reported that the patients left lead migrated. A cat scan, CT imaging, was taken post operatively following the implant of the lead confirming the lead migrated. The patient did not experience any symptoms due to the migration as the stimulation system had not yet been turned on. The patient underwent a lead revision procedure in which the left lead was replaced. The device is not available for analysis as it was retained by the facility. The patient is doing well postoperatively.